Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked. Additionally, it was reported that "caverject solution" leaked out of other bd microlance¿ 3 needles. All defects occurred during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in one pack the injection device is blocked. In the second pack all the liquid spilled out ¿ injection failed in both cases." "What leaked: caverject solution. Consequences: no injection for the patient."

Event description:
It was reported that the bd microlance¿ 3 needle was blocked. Additionally, it was reported that "caverject solution" leaked out of other bd microlance¿ 3 needles. All defects occurred during use. The following information was provided by the initial reporter, translated from french to english: "in one pack the injection device is blocked. In the second pack all the liquid spilled out ¿ injection failed in both cases" "what leaked: caverject solution consequences: no injection for the patient".

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 190220 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. The retained samples were assembled with a caverject syringe provided by the customer in the past. The hub was positioned within the syringe tip with a slightly rotational movement and the hub fit perfectly within the syringe tip with no signs of leakage. The needles were then microscopically examined and no signs of clogging were observed. At this time, a definite cause for the reported incident cannot be determined; however, based on the provided feedback, it is possible that the product was insufficiently assembled by the end user. It is also possible that the medication used could have contributed to the reported clogging, especially in small gauge needles. In certain circumstances, the drug product can be deposited inside the cannula, causing the needle to become blocked/occluded due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time.